Manufacturer narrative:
Based on supplied data, the customer ran two levels of estradiol qc at ~09:00 on (B)(6) 2011 from a new estradiol reagent pack, sn 2846. Level one (1) resulted low but within the customer's established range. Level three (3) resulted 2sd low. The qc was repeated and recovered within the customer's established range. The customer generated only the results of this report, for the remainder of (B)(6) 2011. On (B)(6) 2011, the customer ran a small precision run for each level of qc on the same reagent pack, sn (B)(4). Level one (1) resulted with low dose results and showed a 17% cv. Level three (4) showed a 4.82% cv. The customer replaced the reagent pack with a new pack, sn (B)(4), and repeated the precision run. Level one (1) recovered with acceptable dose results and 4.06%cv. Per supplied data, system checks performed on (B)(6) 2011 passed within published specifications. Service was not dispatched for this event. No root cause can be determined for this event with data supplied.

Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining 0pg/ml estradiol results from the access 2 immunoassay system for two patients. The samples were repeated and recovered erratic results across different reference groups. The samples were sent to an alternate laboratory for testing. The methodology and results were not supplied to date. The patient results were not reported out of the laboratory. It was not supplied by the customer whether there was patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.